Event description:
It was reported that the patient was experiencing inadequate stimulation and having difficulty communicating remote to ipg. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted, and patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.